Event description:
The customer reported that following placement of a renal stent, a vasoseal es was deployed. During deployment occlusive hold was insufficient and many attempts were made to regain sufficient hold during the deployment. Following removal of the locator and dilator, blood filled the sheath due to insufficient occlusive hold. Deployment of both collagen plugs was continued. Upon removal of the sheath it was apparent that hemostasis had not been achieved and manual pressure was applied. Upon inspection of the sheath, a tear was observed. A hematoma greater than 6 cm with some bruising was noted following the procedure.